Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, leading haptic was twisted while loading the lens into the cartridge and abnormal position of the haptic was noticed when it was taken out from the cartridge. The surgery was completed on the same day by using another iol. There was no patient contact and no patient harm. Additional information was received and stated, the event happened before implantation.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).